Event description:
A total knee arthroplasty was revised approximately two years post-operatively due to tibial loosening.

Manufacturer narrative:
Device is currently undergoing engineering evaluation.